Manufacturer narrative:
Log files were only partly available for the investigation. Requested further logs and additional information were not provided. The reported problem does not deviate from the specified behavior. As described in the instructions for use when there is an issue with a weak pulse oximetry signal the spo2 curve is still displayed, the numerics show *** and a 'spo2 weak signal' alarm is generated in the status message area at the top of the monitor display to alert the user. The loss of spo2 parameter value with waveform display is an indication that the pulse amplitude is too low to detect, ie a weak pulse oximetry signal. Accuracy of spo2 monitoring depends on the strength and quality of this signal. The suggested action for correcting a weak signal is to check that the sensor is properly attached to the patient or relocate the sensor to another extremity.

Event description:
It was reported that a gamma xl monitor was used with a hemo pod, draeger EKG cables, spo2 extension, and imed spo2 sensor. During operating room, from 09:50 to 11:35, sporadically there was no spo2 figure, but the monitor was still showing the spo2 curve. During operating room, the nurse put the spo2 sensor on her own finger and the spo2 figures came back. During another operating room on (B)(6), the same issue occurred; no spo2 figure during operating room with the same accessories. It was reported that the patient is in a coma state. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.